Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported her implantable cardioverter defibrillator (ICD) may not be functioning appropriately. The patient was unable to provide further clarification. No adverse patient effects were reported. The local field representative was unable to provide any further information.